Event description:
Per customer medsun report: "alaris pump was alarming and rn responded to the alarm. They opened the pump module door below the fitment recess out pouching of the tubing and there was a balloon appearance with the tubing and it was removed. New tubing replaced without further occurrence." No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.